Event description:
Device 1 of 3. Ref. MFR. Report: 1627487-2013-18485, 1627487-2013-18486. It was reported the patient experienced uncomfortable rib stimulation and no stimulation in her left leg. Surgical intervention was undertaken and the physician accidently damaged one of the leads. The lead was subsequently explanted. It is unknown which of the leads was explanted, therefore, both are being reported. The physician then attempted to implant another lead, but was unable to do so (reported as device 3). The procedure was not extended. Effective stimulation was unable to be achieved and additional surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.